Event description:
It was reported that the device reached elective replacement indicator (eri) due to possible premature battery depletion after about 3.5 years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 implantable pacing lead (B)(6) 2010; 694765 implantable defib lead (B)(6) 2010. (B)(4).